Manufacturer narrative:
The gore® viatorr® tips endoprosthesis with controlled expansion instructions for use list thrombosis as a potential clinical and device adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a transjugular intrahepatic portosystemic shunt creation (tips) with a gore® viatorr® tips endoprosthesis with controlled expansion on (B)(6) 2023, because of variceal bleeding. A cook rösch uchida tips set was used, and they were able to puncture across the liver tissue (hepatic parenchyma) to access the portal vein from the hepatic vein. The device was successfully delivered and deployed to create an intrahepatic shunt connection. Variceal bleeding was stopped post-procedure. It was stated that an acute endoprosthesis thrombosis emerged at ultrasound and computed tomography scan on (B)(6) 2023. As adjunctive procedure the patient was treated on (B)(6) 2023, by mechanical thrombolysis (angiojet) and further dilation to 10 mm at the intraparenchymal tract. The patient tolerated the procedure and was discharged to a guardian.